Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: sjogrens syndrome, raynauds syndrome, night sweats, panic attacks, food intolerance, weight loss, insomnia, chest pain, acid reflux and loss of appetite. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unknown gel breast implants experienced sjogrens syndrome, raynauds syndrome, night sweats, panic attacks, food intolerance, weight loss, insomnia, chest pain, acid reflux and loss of appetite post procedure. The mentioned complications were not confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019. This report was previously reported under medwatch number: mw5089110. This medwatch form is for the left breast prosthesis. See 1645337-2019-20801 for contralateral prosthesis report.